Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), product type: catheter. Conclusion code pertains to the pump, serial # (B)(4). Conclusion code pertains to the catheter, serial # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump for intractable spasticity and multiple sclerosis. The infusion system was removed two weeks post implant in (B)(6) 2012. The reason for removal was stated to be "issues with the device. There was spinal fluid leaking out." No further information was provided.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the health care provider (hcp). The catheter had pulled/backed out of the intrathecal space, and a pseudomeningocele with cerebral spinal fluid (csf) leak from the surgical wound occurred. This was identified via x-ray.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.